Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t pacesetter lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in pacing impedance to a high and out of range value. R waves are stable and there is no reproducible noise with isometrics, positional changes, or pocket manipulations. The lead remains in use. No patient complications have been reported as a result of this event.